Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the cannula deployed and the needle retracted. Pod download data showed that it completed first and second priming, and the user deactivated the pod at the end of second priming. No damages or defects were found in the device that would cause needle mechanism failure to retract needle after deployed. Even though the needle was observed to be retracted upon receipt of the device, the root cause of the reported event could not be determined.